Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary - the full lead was returned and analyzed. There were no anomalies found. It was visually noted that the lead was damaged at implant. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the sheath could not reach the target position, and appeared "deformed" on the end. The lead was attempted but due to bad parameters, was not used. A different lead was implanted during the procedure. No patient complications have been reported as a result of this event.